Manufacturer narrative:
Additional data: d6a: (B)(6) 2021. Corrected data: b5: a 13.2mm tmicl13.2 implantable collamer lens, -10.50/+1.0/132 (sphere/cylinder/axis) was implanted in the patients right eye (od) and remained implanted. There was no problem with the lens and the lens will not be returned. This complaint was reported in error. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event: unk. Implant date: unk. Explant date: unk. (B)(4) - this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
A 13.2mm tmicl13.2 implantable collamer lens, -10.50/+1.0/132 (sphere/cylinder/axis), is being returned to the manufacturer and the reason is unknown. Additional information has been requested but none has been forthcoming.